Manufacturer narrative:
Lot review: a review of lot # 3433838 (mfg date 4/2017) shows (B)(4) units were manufactured, tested, inspected and released citing no exception documents.

Event description:
Complaint received for three (3) d1000, report states, "blood leak between the proximal tip of the catheter and the tego cap, drop by drop or streaming." No adverse patient consequences were reported.